Manufacturer narrative:
Additional information was provided in the following literature article for this previously reported event: blas jvv, carsten cg iii, gray bh. Heparin-induced thrombocytopenia associated with a heparin-bonded stent graft. Annals of vascular surgery.

Event description:
The patient returned again 5 days after being discharged with recurrent symptoms of acute limb ischemia. He underwent a left femoro-popliteal artery bypass with autogenous conduit and removal of the grafts. He has since had an uneventful recovery.

Event description:
A patient was treated for an occlusive superficial femoral artery using two 6mm x 15cm gore® viabahn® endoprostheses. During implant procedure, the patient was given 5000 iu heparin. It was reported that three weeks post-implant, the gore® viabahn® endoprostheses occluded. The gore® viabahn® endoprostheses were lysed and the patient was given heparin again at this time. The gore® viabahn® endoprostheses occluded again the next day. The occlusion was not retreated; however, the device reopened spontaneously. The patient¿s abi returned to 1.0. The patient experienced some residual leg pain from the ischemic episodes.

Manufacturer narrative:
Two gore® viabahn® endoprostheses were used in the same procedure. Manufacturing report #2017233-2014-00411.